Event description:
While aides were transferring from hoyer to wheelchair the legs of the hoyer closed causing pt to fall. Staff broke pt fall. Pt's family member who was an rn assessed and did not want ems contacted that time. Pt was transported to center where they complained of pain. Pt was seen in clinic for x-rays. Fracture was reported and pt was sent to hospital.